Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unexpected restart and battery out limit alert. The customer¿s blood glucose level was 290 mg/dl. Customer states a temp basal was not programmed before the unexpected restart alarm occurred. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No a21 alarm and no unexpected battery power loss anomaly noted during test. (B)(4).